Event description:
It was reported that a patient underwent a hysteroscopic electrosurgical polypectomy procedure on (B)(6) 2013. During the procedure, the hysteroscope with electrode was removed. A polypectomy forcep was introduced to retrieve a polyp. The hysteroscope was placed back into uterus. At this time, bleeding was noted and the procedure was stopped. Upon laparoscopic examination, a small uterine perforation was revealed. The patient was managed conservatively. The patient was placed on antibiotics and there was no suturing of uterus. A drain was placed. No further information was provided.

Manufacturer narrative:
(B)(4). The surgeon opined that the uterine perforation was caused by the polypectomy forceps and not the electrode. The patient subsequently underwent a hysterectomy as the bleeding failed to resolve post operatively. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.